Manufacturer narrative:
Concomitant medical product: implanted: (B)(6) 2010: st jude crt-d 323-40; st jude 1258-86 lv lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) exhibited noise and experienced a mechanical breakdown failure. The rv lead was capped and replaced during a system downgrade. No patient complications have been reported as a result of this event.